Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw blade device was heavily worn and showed several deformations. It was noted in the service order that the device was received with a saw attachment device that did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Concomitant medical devices and therapy dates: saw attachment device, (B)(6) 2021. UDI: (B)(4).